Manufacturer narrative:
Additional, new information was received regarding this event: medwatch have been updated with new information. The date of the event was (B)(6) 2011. The results for the two samples from the patient were as follows in miu/ml: sample 1: initial result was 0.495 with a data flag. Repeat 1 was 10000 with a data flag. Repeat 2 was 10000 with a data flag. Repeat 3 was 72471 with a 1:100 dilution. On (B)(6) 2011, repeat 4 was 10000 with a data flag on another analyzer. Repeat 5 was 77306 with a 1:100 dilution on another analyzer. Repeat 6 was 10000 with a data flag on the original analyzer. Repeat 7 was 76674 with a 1:100 dilution on the original analyzer. Sample 2: initial result was 0.517 with a data flag. Repeat 1 was 10000 with a data flag. On (B)(6) 2011, repeat 2 was 10000 with a data flag. Repeat 3 was 71830 with a 1:100 dilution. Repeat 4 was 10000 with a data flag on another analyzer. Repeat 5 was 72070 with a 1:100 dilution on another analyzer. Repeat 6 was 10000 with a data flag on the original analyzer. Repeat 7 was 76384 with a 1:100 dilution on the original analyzer. The result of <1 was reported to the physician for each sample. It was not known if the patient was adversely affected. Date received by manufacturer was (B)(6) 2011.

Manufacturer narrative:
The investigation was not able to determine a specific root cause. Calibration signals were within expectations. Quality control results were within ranges. There was no indication of a reagent issue. Based on the information provided, the customer was not using the recommended rack adapters for their sample tubes. This is the most likely cause for this event. Analyzer alarms indicating a short sample were noted at the time the questionable results were generated.

Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two samples from one patient. Sample 1 initial result was 0.495 miu/ml. The instrument did an automatic repeat and the result flagged with a data flag. The user performed manual dilutions and retested the sample with a result above 70000 miu/ml. Sample 2 initial result was 0.517 miu/ml. The instrument did an automatic repeat and the result flagged with a data flag. Again, the user performed manual dilutions and retested the sample with a result above 70000 miu/ml. The next day, the user retested both samples. The initial results were both flagged with a data flag and the automatic repeat result with a 1:100 dilution was >70000 miu/ml. No information was provided to determine if the erroneous results were reported outside the laboratory or if the patient was adversely affected. The hcg+ss reagent lot and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).